Event description:
The complainant reported that the automated impella controller (aic) shut down and it was beeping until the aic was unplugged. The team tried to restart the console and check battery terminals, and it was found to be within specifications. Additionally, there was a crack on the aic which may have occurred during a fall. No patient harm has been reported.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation has been completed. The impella device was returned and evaluated. During the initial boot-up for the preventative maintenance service, the console had a communication issue with the complex programmable logic device (cpld). The console rebooted automatically and still recorded the cpld communication issues, which resulted in the ¿system self check failed¿ screen. Most likely, the console was shut down forcefully and manually rebooted, and no communication issue occurred. Then, the console was shut down and manually booted three more times without a communication issue. The reported failure mode was unable to be confirmed in the logs. Shutting down the console produces a beeping sound that does not stop until the alternating current (ac) power is unplugged. The console was tested and reproduced the symptoms as reported. After shutting down, the console and pressing the power button for more than three seconds, a continuous alarm occurred, which was stopped only after unplugging the ac power. It was confirmed that the original issue was a continuous alarm after shutdown, which was misreported as a beeping sound. After removing the console rear panel, when the console was in the off state, just by plugging in the ac power, power battery manager (pbm) circuit board outputs 20volt (v) to the impellatronic. Upon replacing the defective pbm on ac console with a known-good pbm, the issue was resolved. Connecting the original defective pbm to the known-good test fixture reproduced the reported failure mode. Either the ¿powerswitch pc¿ circuit or the microcontrollers on the pbm were most likely malfunctioning. The root cause for the continuous alarm was pbm malfunction. The root cause for the cracked front panel was most likely due to a use issue.